Manufacturer narrative:
The lift at the account was examined by a hillrom service technician and no fault was identified. The lift functioned as designed. The misapplication of the lift's q-link to the carriage hook likely caused the patient to fall. The reported fall and subsequent injury can be contributed to a use error and not a malfunction of the lift. Due to the lack of information provided, hillrom is conservatively reporting these injuries associated with this event due to user error. In the instruction guide for multirall 200 (7en125103 rev. 6), there are pictorial descriptions of the correct attachment of the q-link to the s65 rail hook. It is also stated: before lifting, always ensure that: ¿ the lift strap is not twisted or worn and can move in and out of the lift freely ¿ the lifting accessories are not damaged ¿ the lifting accessories are properly attached to the lift ¿ the lifting accessories hang vertically and can move freely. If a visual inspection would have been performed prior to the lift, this incident likely would not have occurred. During annual preventive maintenance, the lifts are thoroughly examined. The account was included in field corrective action mod1267 performed in 2016-2017 where instruction for use was reinforced regarding attachment of the q-link to the s65 rail hook. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that the liftstrap buckle was not positioned properly on the hook. During transfer, the motor detached which caused the resident to fall to the ground with the lift motor. The resident sustained a humeral fracture and cranial wound. Medical intervention provided included immobilization of the upper limb in a sling and traumatology consultation. Results of the consultation and details of the cranial wound were not provided by the account. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as c-1261474.